Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to cristina's blood glucose level. Customer loaded a new cartridge to resolve the issue/customer reloaded the cartridge to resolve the issue.